Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/26/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a battery compartment crack was observed during evaluation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, patient noticed a crack near the battery compartment two weeks ago. Patient stated that the battery cap was undamaged and was able to secure properly to the pump without power loss. No trauma or moisture in the pump was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.